Event description:
It was reported that after an elevate anterior was implanted, the patient developed a massive haematoma. Of note, the patient had stopped warfarin 3 days prior to the implant. The patient was hospitalized for approximately 10 days and required a blood transfusion. The bleeding issue resolved with correcting the patient's coagulation profile. A large mesh erosion was also noted at this time. The mesh was removed on (B)(6) 2015, however, mesh erosion was still present, and the patient underwent a second mesh removal on (B)(6) 2015. The patient had ongoing discharge and pain, and was unable to walk or sit without pain. As of (B)(6) 2016, the vaginal skin was closed and the patient was still left with prolapse. Additional complications of depression and post-traumatic stress disorder following the surgeries occurred, as well as vaginal asymmetry. It was reported that the patient would require further prolapse surgeries in the future. No further complications were reported.